Event description:
The device was used during laparoscopic colectomy. It was reported the device leaked during leak test, overstitches were used to close the leakage. Case was completed with same like devices. There was no pt consequence.